Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a blood glucose level of 32 mg/dl. The customer stated he overbolused with his insulin pump and treated with juice. The customer had calibration issues with his sensor. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.